Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that it was functionally ok with insignificant anomalies. Evaluation conclusion code was updated. Evaluation results code was updated too.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via the manufacturer's representative reported less than 50% relief and the healthcare provider (hcp) wanted the patient to have an MRI. This was in the pre-operative and the patient was scheduled to be explanted. It was noted the device had been reprogrammed a couple of times. Surgical intervention occurred as explant occurred on the day of the report. At the time of the report, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.